Event description:
User alleges that during use of a l-70 disposable set and hl-90 fluid warmer the blood that was being administered was observed to be going into the water path of the l-70 disposable set.